Event description:
It was reported that the patient had been hospitalized with high blood glucose levels. The patient reports they had been vomiting. The patient reports the controller would not charge and showed no charging symbol. Once at the hospital the patient was diagnosed with gastritis. The patient had a computed tomography (CT) administered. The patient was treated with intravenous fluids as well as morphine and pepcid. The patient was prescribed zofran to be taken every 6 hours and pepcid to be taken every 8 hours. The patient also advised to use tylenol or advil as needed. The patient was discharged from the hospital after 30 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.